Event description:
Rayner intraocular lenses ltd. Received notification from a (B)(4) healthcare facility of an event that occurred during use of a c-flex 570c intraocular lens (iol). The event description provided by the healthcare facility states that the lens haptic got caught during implantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses ltd. Remedial, corrective and preventive action was taken by the healthcare facility in the original planned surgery session. C-flex 570c iol subject to this report was explanted and exchanged for a back-up lens without further complication. The healthcare facility has confirmed that the patient was not injured as a result of this event. The explanted c-flex 570c iol was discarded by the healthcare facility. No device inspection/analysis could be performed by rayner intraocular lenses ltd. Within the initial notification of this case. The rayner (B)(4) sales manager was advised by the healthcare professional that the root cause of the haptic getting caught during implantation may be user error. In order to prevent the recurrence of the event, additional lens loading training will be provided to the healthcare professional by the rayner (B)(4) sales manager.